Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies were found; the set screw is loose/detached.

Event description:
It was reported that the set screw on the atrial port would not tighten, despite alternative screw drivers. The device was not used and a new device was implanted. No patient complications were reported as a result of this event.